Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she had filled the reservoir in the morning and that afternoon, the insulin pump alarmed low reservoir. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement test failed. The customer was advised to revert to her backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.